Manufacturer narrative:
(B)(4).

Event description:
Patient contact dexcom on (B)(6) 2016 to report a loss of connection between the transmitter and smart device that occurred on (B)(6) 2016. No injury or medical intervention was reported. The product data was provided by the patient. The data was reviewed on 07/25/2016. The reported event of loss of connection on (B)(6) 2016 was confirmed. However, a root cause for the reported loss of connection cannot be determined. The complaint device was returned for evaluation. A follow-up will be submitted upon completion.

Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. Pairing testing was performed and the test failed. Additionally, the review of share data logs confirmed loss of connection. The reported event of loss of connection was confirmed. The root cause was determined to be a defective transmitter.